Event description:
It was reported that post stenting procedure, the subject has experienced severe dry eye. The subject continues to take the antiplatelet drug and has recently been given prescription eye drops which has provided some relief. It was noted that the subject has experienced difficulty with reading due to the dry eye since the stenting procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of hypersensitivity/allergic reaction is listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use (IFU) as a known adverse patient event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional unknown xience v mentioned is being filed under a separate manufacturer report number.